Event description:
New information indicated that the device was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. No intervention or patient symptoms were reported.